Event description:
It was reported that during the procedure for a ruptured aneurysm in the left posterior communicating artery (pcoma), the operator attempted to use a stent to assist with embolization. The patient's vessel appeared normal, and after positioning the microcatheter, the operator flushed and began delivering the stent. However, although resistance was encountered at the distal end of the microcatheter, the stent was still able to be positioned at the intended location. As the operator began deploying the stent by withdrawing the microcatheter, the stent retracted back with it. Despite releasing the tension and trying again, the stent could not be deployed from the microcatheter. After attempts to adjust the stent, it suddenly deployed out of the microcatheter at an unintended location, slightly beyond the lesion. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D2b ¿ corrected d2a ¿ corrected d4 gtin ¿ corrected h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned inside of the microcatheter. The stent delivery wire (sdw) was advanced and no stent was present. The sdw was seen to be severely kinked/bend. The stent introducer sheath was not returned. It is possible that the introducer sheath moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the device and failure to deploy the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) code stent deployed prematurely during use was confirmed as the stent was not returned for analysis with the device. The ar codes, stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy could not be replicated as the stent was not returned. However. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. An assignable cause of procedural factors has been assigned to the ar codes stent deployed prematurely during use, stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy and as analysed (aa) codes stent deployed prematurely during use and sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure for a ruptured aneurysm in the left posterior communicating artery (pcoma), the operator attempted to use a stent to assist with embolization. The patient's vessel appeared normal, and after positioning the microcatheter, the operator flushed and began delivering the stent. However, although resistance was encountered at the distal end of the microcatheter, the stent was still able to be positioned at the intended location. As the operator began deploying the stent by withdrawing the microcatheter, the stent retracted back with it. Despite releasing the tension and trying again, the stent could not be deployed from the microcatheter. After attempts to adjust the stent, it suddenly deployed out of the microcatheter at an unintended location, slightly beyond the lesion. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.